Event description:
A 14 yr old disabled child using trilogy ventilator had a plugged trach from thick lung secretions in the vehicle (so on battery) the vent did not alarm to alert of the plug and as such the patient coded. She was brought back and then promptly upon putting her back on the vent, the same issue happened because we had no way to know it was a plug with the vent not alarming. She was again brought back and the damage sustained during resuscitation efforts eventually ended in death. She would still be here if the vent alarmed for the plug and we could have attempted suctioning. We had no idea that suctioning was needed because the vent did "was fine" if requested we can get this information direct from the hospital or sign a release form for you to gather records.